Event description:
Customer reports guidewire fraying during femoral insertion. Performed x-ray which confirmed no foreign bodies remained in the patient. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). The customer returned one spring wire guide (swg), a catheter, and lidstock for analysis. Signs of use in the form of biological material was observed on the guide wire body. They also returned four, unopened kits. It is assumed that these unopened kits are representative samples. Visual analysis revealed that the guide wire was stuck inside the catheter body and was unraveled. The guide wire was dislodged from the catheter body. It was observed that the guide wire core wire had separated approximately 25mm from the distal weld. This resulted in the distal j-bend to be deformed. The appearance of the unraveling seems consistent with damage due to undue force applied during insertion/removal. The four unopened, representative samples were opened, and no defects or anomalies were observed. The point of separation on the swg core wire measured 24mm from the distal weld. The core wire total length measured 458mm which is within the specification limits of 449.2mm-458.8mm per the guide wire graphic. The guide wire outer diameter measured .0250" which is within the specification limits of .0240"-.0250" per the guide wire graphic. The catheter body total length measured 6" which is within the specification limits of 5 13/16"-6 3/16" per the catheter graphic. The catheter body outer diameter measured .057" which is within the specification limits of .055"-.057" per the catheter extrusion graphic. The catheter body inner diameter at the proximal end measured .037" which is within the specification limits of .037"-.039" per the catheter extrusion graphic. The catheter inner diameter at the distal tip measured .033" which is within the specification limits of .033"-.035" per the catheter extrusion graphic. The catheters and guide wires from the unopened representative samples were also within the specification limits. A guide wire from one of the unopened kits was inserted through the catheter linked with the unraveled guide wire. Little to no resistance was observed as the guide wire passed completely through the extrusion. Performed per IFU statement "thread tip of catheter over spring-wire guide". A manual tug test confirmed that the distal and proximal welds were secure to their respective sections of the core wire. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "to reduce the risk of spring-wire guide damage, do not retract spring02wire guide against edge of needle while in vessel". The report of an arterial guide wire/catheter resistance-unraveled was confirmed through complaint investigation. Visual analysis revealed that the guide wire was stuck within the arterial catheter and was unraveled towards the distal j-bend. The guide wire core wire was separated approximately 25mm from the distal weld. No defects or anomalies were observed on the catheters nor the guide wires from the lab inventory samples. The defective catheter and guide wire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.0-2.75 pounds force. This internal specification is higher than the bs en iso (B)(4) standard of 1.1 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error likely contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
Customer reports guidewire fraying during femoral insertion. Performed x-ray which confirmed no foreign bodies remained in the patient. No patient harm reported. The patient's condition is reported as fine.